Event description:
On (B)(6) 2010, the pt underwent open porcine mesh implant in his right flank peritoneal area. Prior to the time of the implant, the pt's abdomen had been open for an unk amount of time. (The pt had recently been involved in a motorcycle accident with severe open abdominal trauma). At the time of the implant, the abdomen was open and a wound vac dressing was placed at the graft site. The dressing applied was a non-adherent type and the wound vac setting was on low (approx 75-130 mmhg). During the procedure, the surgeon noted the graft was breaking apart. Wound cultures were obtained and showed the site of the porcine mesh implant was positive for a yeast organism. On (B)(6) 2010, the pt was brought back to the operating room several times for wound care.

Manufacturer narrative:
The lot number was not provided, therefore, a manufacturing record review could not be performed. The returned product was evaluated and shows signs of degradation and tears; based on the info provided and an evaluation of the returned product, we cannot determine whether the mesh could have caused or contributed to the reported events. However, wound cultures were obtained and showed the site of the porcine mesh implant was positive for a yeast infection and infection may compromise mesh strength by consuming the porcine material. The IFU states that if infection develops that it should be treated aggressively. The event also states that during implantation, wound vac therapy was applied. If wound vac therapy is applied continuously during drainage, it can create dry spots and if moisture is not maintained, there is a possibility the graft can dry and promote weak spots. It is likely that a possible preexisting infection, combined with the wound vac therapy led to the tearing and degradation of the mesh.